Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, and a cracked case near the display window corners. The pump gave an alarm during the basic occlusion test due a to loose drive support disk.

Event description:
It was reported the customer had a compromised force sensor system alarm. Customer also reported insulin was squirting out during a manual prime. Customer did not drop or bump their insulin pump. The customer stated their drive support cap did not appear to be damaged. Customer's blood glucose was 6.5 mmol/l. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.